Event description:
Determined that pt's feeding tube had gone through the esophagus and into the chest. An x-ray was done on the pt and they were found to have a perforated esophagus. Cause of the perforation is unknown at this time. Days earlier, there had been attempts to intubate.